Event description:
The top bolts of the 765dc unit pulled free from the wall causing the top of the unit, installed to the wall, to pull away enough for the tube head to hit the floor.

Manufacturer narrative:
There was no pt or user injury with this event. The date of event was unavailable. The military site technician and installer created a support system behind the wall to support the unit due to the building having steel studs in the walls. Installation instructions were sent with the unit. They did not use the standard bolts that came with the unit for securing the machine to the wall. The tubehead was damaged from the fall. The control cover was replaced and control unit was re-attached. The tubehead is being replaced.